Event description:
Invalid result(s): misaligned test strip (rsv). The end user reported that the control (ctl) line on the test strip for rsv (r) developed but it was in between the ctl and r markings. The test strip for cov/flu appeared normal.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion.any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): misaligned test strip (rsv). The end user reported that the control (ctl) line on the test strip for rsv (r) developed but it was in between the ctl and r markings. The test strip for cov/flu appeared normal.

Manufacturer narrative:
Case outcome: the proposed variance using the redundant qs0001 form b along with the qs0001 form a remains compliant with applicable regulatory requirements (e.g., FDA 21 cfr 820.198 and iso 13485:2016 §8.2.2), provided that: all required complaint data elements are retained investigation records remain complete, accurate, and traceable review and approval by designated personnel (including smes) is documented there is no direct impact to product quality. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.